Event description:
The following was reported to hamilton medical ag: -ac power indication not showing in the machine. -battery is not getting charge. -loss of external power . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ac power indication not showing in the machine. Battery is not getting charge. Loss of external power. No patient involvement.